Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a device upgrade procedure, set screw anomaly was observed. Pacing lead impedance continually measured high despite attempted to tighten and re-tighten the set screw of the atrial lead. It was noted that the setscrew had been backed all the way out during the attempts to re-tighten and that the setscrew never seemed to find its way back into the groove. Another device was implanted without issues. The procedure was completed successfully without adverse consequence to the patient. The patient was in good and stable condition following the procedure.

Manufacturer narrative:
The reported field events of high pacing lead impedance and an inability to tighten the set screw were not confirmed in the laboratory. The device was tested on the bench and the set screw and lead connector were secured normally. No anomalies were found.